Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 2112667-2017-01994. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00071.

Manufacturer narrative:
This follow-up correction is being submitted because the first submitted follow-up 1 was submitted under the incorrect MDR number 2112667-2017-01994 in error. Please delete MDR 2112667-2017-01994 from the system. This follow-up correction is being submitted because the first submitted follow-up 1 was submitted under the incorrect MDR number 2112667-2017-01994 in error. Please delete MDR 2112667-2017-01994 from the system.

Manufacturer narrative:
(B)(4). The ge healthcare service representative restarted the unit to resolve the reported issue.

Event description:
The hospital reported the system malfunction with acb (anesthesia control board) error. There was no reported patient involvement.